Manufacturer narrative:
It was reported that this previously capped lead was explanted due to pocket erosion. Device eroded through skin. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this rv lead was capped due to impedance issues, intermittent capture, and noise observed by technician.